Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made of an incident where user reported ER visit due to dka (diabetic ketoacidosis) and admitted to ICU.the user reported on (B)(6) 2025 around 10:00 am where sg was 178 mg/dl and bg was 800 mg/dl taken by the ambulance.after dms review it was confirmd that sg of 178 mg/dl at 10:57 am and no bg was entered at that time. At hospital user got IV with pain medications, magnesium sodium, insulin. The user's hcp was aware of the event and now doing fine.

Manufacturer narrative:
The user reported visiting ER due to dka (diabetic ketoacidosis). The event happened on (B)(6) 2025 at 10:57 am. The user began vomiting and did not feel well. ER services were called, and the user was admitted to ICU.the user reported on (B)(6) 2025, around 10:00 am where user's sg was 178 mg/dl and bg was 800 mg/dl (taken by the ambulance). After data management system (dms) review on (B)(6) 2025, around 10:57 am user's sg was 178 mg/dl and no bg was entered. The user didn't receive a high glucose alert at the time of event because the sg never went past the high glucose 250 mg/dl alert level. The user was treated with pain medications, magnesium sodium and insulin. Additionally, oral lidocaine and bgm strips were provided to the user. In an associated case (B)(4) for the user's complaint about sensor inaccuracy. During the review of the data management system (dms) data, it was observed that there were symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. The user was advised that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings.the user agreed with the information. A review of 2 weeks worth data post feedback was analyzed, the sensor is currently in use, and the system is displaying good agreement between the sensor readings and calibration entries. B4. Date of this report 15 april 2025. G3. Date received by the manufacturer? 15 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1307. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.